Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determined the needle mechanism failure reported. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level rose to 270 mg/dl while wearing the pod on the abdomen for between 24 and 36 hours. In addition the patient reported the pod's pink slide did not move forward and the cannula was visible; this indicates a needle mechanism failure occurred. As treatment, the patient applied a new pod and administered a bolus. The pod was discarded.